Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was oversensing noise on the right ventricular channel. No pacing inhibition was observed. This issue has been persisting for longer than a month and there have also been multiple high out of range pacing impedance measurements of greater than 2000 ohms also observed. At this time the source of the noise has not been determined and no changes have been made to he pacemaker. No adverse patient effects were reported.